Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the subject guidewire soft tip snapped off in a patient and had to be snared out. No further information is available. Aa the device was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable will be assigned to the reported complaint.

Event description:
It was reported that the subject guidewire soft tip snapped off in a patient and had to be snared out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the subject guidewire soft tip snapped off in a patient and had to be snared out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.